Manufacturer narrative:
Exemption number e2018010. Total number of devices that were returned: 596. All the devices were labeled "for single use". All the devices have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of these devices on the market, which ultimately guarantees their conformities. All the devices have been evaluated through a biological risk assessment which concludes that their toxicological profiles are acceptable. The implant loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior. - attachment: [alternative summary reporting approval number 2018 q3.pdf].

Event description:
The report summarizes (B)(4) serious injury events concerning early loss and late loss of implants. These events concerning (B)(4) of men and (B)(4) of women between 20 and 85 years.